Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision meter were reviewed, and the dhrs showed the freestyle precision meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device turned on with button press but not test strip insertion. The customer reported that due to this issue, they experienced a loss of consciousness and required treatment of unspecified IV by healthcare professional. There was no report of death or permanent injury associated with this event.